Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the access 2 immunoassay system. The initial erroneously elevated results were reported outside the laboratory. The patient samples was retested on a different instrument and the result was within the normal reference range. The correct result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site (B)(4) 2008, to investigate the event. The fse was working with systems tech support in regards to the return of ultrasonic's failure on lower errors on serial (B)(4). The fse did not indicate if any repairs were conducted. The fse performed the lum wash diagnostic testing on both systems and both passed within specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.